Event description:
One endeavor rx drug-eluting stent was deployed to the prox lad during the index procedure. Post-procedure residual stenosis was 0% with timi 3 flow. There was a suspected mi during the index or re-pci procedure, categorized as a non q-wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. Pt was discharged the day after the index procedure on aspirin and clopidogrel dosing. Pt had cardiac status of stable angina at 30 day follow-up. Pt was asymptomatic at 6 month follow-up. Pt was unavailable for 1 year follow-up. Pt was asymptomatic at 1.5 year and 2 year follow-ups. The investigator has not assessed the relationship of the suspected mi to the study stent, study drug or study procedure.

Event description:
Approximately 4 years and 1 month post the index procedure a revascularization of the lad was carried out, a non-medtronic stent was implanted. The investigator has indicated the event was not related to the study device.

Manufacturer narrative:
(B)(4). Results: (myocardial infarction).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (revascularization).